Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance and noise over-sensing. During rv lead revision, insulation breach was observed. Fluoroscopy was performed and further confirmed rv lead fracture. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.